Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was over 600 mg/dl. The customer stated that the insulin pump had not been delivering insulin. He complained of not feeling well and was treated on an intravenous drip. The caller stated that the insulin pump had an act button was stuck and would not move the device forward. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. Insulin pump passed functional test including prime displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons functioned properly. However, insulin pump had moisture damage was noted on keypad traces.